Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that the keypad was lifted near the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts. The down arrow and ok buttons are misaligned. The pump was exercised for 29 hours with no delivery issues. Unrelated to the complaint, evaluation revealed that the battery cap threads were stripped. A damaged battery cap is not likely to cause an adverse event as the issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. . Evaluation also revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the reporter contacted animas to report that for an unspecified time period, the pump keypad buttons had to be pressed multiple times in order to activate the desired pump functions. On (B)(6) 2012, the patient noted that the keypad was peeling. A torn/peeling keypad will permit contamination to permeate the buttons which will have a negative impact on button function. The patient allegedly suffered blood glucose levels up to 390 mg/dl for three days, and experienced the symptoms of nausea and difficulty focusing. The patient corrected his blood glucose levels using an insulin bolus via a syringe injection. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hyperglycemia due to a delay in programming bolus doses due to the keypad unresponsiveness issue, and this occurred prior to the discovery of the damage to the keypad. Therefore, this complaint is being reported.